Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 with ifs wand, the wand did not work upon connection. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.